Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing elevated blood glucose (bg 300s mg/dl) and the cause was not known. The customer would attempt to correct elevated bg with the pump; however, it didn't address the bg. Bg would be resolved via manual injection. As the customer was not experiencing an elevated bg at the time of the report, a cause could not be determined. Reportedly, tandem clinical diabetes specialist met with the customer to discuss the event.